Event description:
Hill-rom technician found that when the brakes were engaged, the caster did not hold. He found that the casters were out of adjustment. He adjusted the casters and the brakes functioned properly. The bed was found out of service in a storage area and there were no alleged injuries.